Event description:
It was reported that after a supply change while using the ilet system, the user experienced hyperglycemia with a blood glucose of 287 mg/dl, and the agent planned a follow-up in one hour at the user¿s request; troubleshooting and education were provided, and no alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included no reported long-term impact or hospitalization. Investigation included a review of use conditions and user-reported history with troubleshooting and education. Investigation of this case revealed no device alarms or confirmed device malfunction, and the cause of the elevated glucose remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.